Manufacturer narrative:
Device was returned with corrosion visible on the pcb assembly and batteries. The download data shows an 0x3d, step sensor asserted before wire driven, alarm was generated during operation indicating fluid leaked into the pod. During the investigation an internal leak was observed in the fluid path. This leak caused fluid to accumulate inside the device and caused the observed corrosion. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. After inspection under magnification a tear was located 0.217 in from the soft cannula nailhead. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.